Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2013 and performed to specification up to the (B)(6) 2016. The device failed multiple self-tests due to a low battery between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. The returned pad-pak was inserted into the device, the device powered on and then shutdown with a device service required prompt a flashing red status led. This would confirm the reported fault. A test pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. A test shock was delivered without fault and an acceptable measurement was recorded. Component failure resulted in an excess current drain which depleted the returned pad-pak and resulted in the low battery fails recorded. Investigation found the reported fault can be attributed to component failure.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service required prompt heard.